Event description:
Postoperative diagnosis: patient revision surgery for infection. Previous I&d with modular head and liner were placed on (B)(6) 2014. In this revision, all components were exchanged.

Manufacturer narrative:
Additional devices listed in this report: cat 18-3600 delta c-taper head 36mm +0 lot code 41075102; cat 17-0000e ti sleeve for alumina head lot code mmn6ye. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.

Manufacturer narrative:
(B)(6). Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Postopertive diagnosis: patient revision surgery for infection. Previous I&d with modular head and liner were placed on (B)(6) 2014. In this revision, all components were exchanged.